Manufacturer narrative:
On march 26, 2025, mentor was notified that the patient underwent bilateral removal and replacement with 520cc mentor memorygel boost breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 06, 2025, the mentor analysis lab received the suspect medical device for evaluation. On march 13, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. During the visual analysis of the breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.1 cm. No other leak sites were found during the analysis. The evaluation determined that the possible cause of the deflation was the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient had a biopsy performed for an undisclosed reason. She believed during this procedure; the right implant was punctured and resultantly deflated. During an in-office visit with a medical professional, she was diagnosed with a deflated right breast implant. As a result, the patient underwent breast implant removal on (B)(6) 2025. The date of implantation was provided to mentor as a best estimate. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates are reaching out for further information. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, biopsy. Manufacturer¿s reference number: (B)(4).